Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that in review of episodes collected from the implantable cardiac monitor, artifact was present in the pause episodes and undersensing was observed. All the episodes occurred on the day of implant. No further episodes of noise have been noted since the day of implant and the device remains in use. No patient complications have been reported as a result of this event.